Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the cardiac perforation may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a transseptal procedure, a pericardial effusion occurred. Following multiple attempts to perform the transseptal puncture with an sl1 introducer and brk needle, access was gained and a left sided accessory pathway ablation was performed. The patient became hypotensive in the recovery area and an echocardiogram revealed a pericardial effusion. The patient was brought back into the lab and a pigtail catheter was inserted to relieve the effusion and stabilize the patient. There were no performance issues with any sjm devices.